Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the pt experienced continued incontinence, intrinsic sphincter deficiency and neurogenic bladder. A subsequent sling placement procedure was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pt experienced continued incontinence, intrinsic sphincter deficiency and neurogenic bladder. The aris mesh was not removed.